Event description:
Drive medical received a letter from an attorney regarding an incident involving a patient lift that drive medical imports and distributes. Patient was found unresponsive in patient lift. Patient's family was using the lift when the lift allegedly stopped working. This report is based on information and documentation received from the attorney. Drive has no specific information on the patient lift (nor the sling) that was used for the patient. We have no information at time indicating that drive product has contributed to the patient death, directly or indirectly.